Manufacturer narrative:
Additional information received on 11/12/2019 indicated the patient's race is asian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 6 2020, additional information was received indicating the replacement device was a mentor memorygel breast implant 450cc, catalog number shpx450, serial number : (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii/IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced capsular contracture baker grade iii/IV on the left side. As a result, the patient will undergo removal on (B)(6) 2019.